Event description:
It was reported after a tvt procedure, the patient had difficulty voiding and initiated self-catheterization. The patient's condition improved over the next three months and the urinary retention has since resolved. The patient is satisfied and continent with no evidence of retention.